Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was rebooting without user intervention. It was noted that the pump required the user to perform the rewind, load, and prime steps frequently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump¿s black box history showed no evidence of power reboots. Evaluation revealed that there was a small crack near the case seal. There was no damage found to the returned battery cap. The returned battery cap was able to be secured appropriately to the pump. The pump performed a 24 hour duration test with no power interruptions occurring. The returned battery cap contact height and width measurements were found to be within the required specifications. The pump cover was removed and no evidence of internal moisture was observed. There was no damage observed to the power circuit. The complaint of the pump losing power without user intervention was not able to be duplicated during investigation.